Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after closing the foot to remove the device, the device could not be withdrawn from the vessel. A second attempt was made to withdraw the device after open and closing the foot, but was unsuccessful. The sutures were cut and the knot was released enabling the device to be withdrawn from the vessel. A second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.